Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced 3 infusion sets cannula bent after 3 or more hours of insertion. Infusion set has been used for one day. The blood glucose level was 641 mg/dl. Therefore, patient was treated with correction bolus via pump and multiple daily injection. Hospital was third assistance party for patient. Patient having ketone level. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 2002897 - MDR 3003442380-2024-25827- device 1 of 3. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.